Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed patient side occlusion despite resetting. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue of failed side occlusion was not confirmed during log review or replicated during laboratory testing. A primed laboratory administration set was loaded into the pump module. The pump module was selected and programmed for a basic infusion at a rate of 500ml/h and a volume to be infused (vtbi) of 10ooml. The infusion was completed successfully with no errors or malfunctions. The results indicated that both pressure sensors were found to be within specification. Alaris system maintenance (asm) preventive maintenance (pm) testing was performed on the suspect pump module. Asm was used to evaluate the source pump module and determine if the device is operating in specification. The pm task completed with no errors or malfunctions. A review of the pump module error log showed no records related to the reported issue of the suspect pump module. The pump module error and event log were downloaded to ascertain event details associated with the reported complaint. The concomitant pcu or logs were not returned for this investigation; therefore, a log analysis could not be performed. The pump module event log contains limited information regarding the programming of the device and does not include drug data. The profile in use was not identified as it resided on the pcu. The last infusion recorded on 13 july 2025 at 9:00 pm, at a rate of 42ml/h with a volume to be infused (vtbi) of 750ml. On 14 july 2025, at 2:51 pm, the infusion was completed and transitioned to keep vein open (kvo). Then the user pressed channel off. The alaris¿ system user manual (v12.3.2), stated withing inspection requirements, to ensure that the alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any third-party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed patient side occlusion despite resetting. There was no patient involvement.